Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pelvic pain at the proximal portion of the device on the right side. Medical imaging was performed and an abnormality in the right pelvis was noted; therefore, a surgical procedure was performed to remove and replace all the components. No additional information was reported.